Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaks that occurred during their 10/28/2018 peritoneal dialysis (pd) treatment. The patient reported that the liberty select cycler showed the m31-air detected in cassette message during drain 5. The patient stated that they found fluid leaking at the end of treatment step 10. Due diligence attempts were exhausted, but additional information was not provided.